Manufacturer narrative:
(B)(6). 1977. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: weight to the spec, red particles in the shell and deformation device. Cloudy in the gel observed after autoclave cycle. The unit is not rupture based on the device analysis the final assessment is: no issues found related with the manufacturing process reason for reoperation: "suspected rupture".

Event description:
Healthcare professional reported left side suspected rupture, "echogenic capsule", capsular contracture baker grade ii with pain and discomfort. The events were diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device.